Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the gastric fundus during a ligation procedure performed on (B)(6) 2022. During the procedure, the device could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no any difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the speedband superview super 7 was used in the gastric fundus; however, per the speedband superview super 7 multiple band ligator instructions for use, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the device analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.